Event description:
The customer contacted physio-control to report that one of the device's battery contact pins in battery well 2 was pushed into the device. This issue may lead to the device unexpectedly powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the battery pins being pushed into the device. Physio replaced the device's rear case assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that one of the device's battery contact pins in battery well 2 was pushed into the device. This issue may lead to the device unexpectedly powering off. There was no report of patient use associated with the reported event.